Manufacturer narrative:
Product code (d2b) - additional product code qon. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient developed an infection. It is unknown whether the device or procedure caused or contributed to the patient complication. The patient contacted the facility and spoke with the on-call doctor. The doctor suggested removing the trial stimulator (disconnecting from the percutaneous extension) and indicated they would send a message to the doctor who performed the procedure. The issue was reported to be on going during the test period.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction: additional information was received on march 23, 2026 indicating that the event reported under this report (MFR report number 2124215-2025-40648) is a duplicate of a previously reported event under the MFR report number 2124215-2025-38631.

Event description:
It was reported that a patient developed an infection. It is unknown whether the device or procedure caused or contributed to the patient complication. The patient contacted the facility and spoke with the on-call doctor. The doctor suggested removing the trial stimulator (disconnecting from the percutaneous extension) and indicated they would send a message to the doctor who performed the procedure. The issue was reported to be on going during the test period.